Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR# 1225714-2013-02448.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-02448 and 1225714-2013-02449. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleged that the patient experienced a sudden cardiac event and expired on the same day. It was further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.